Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the USA of peritonitis and death in a patient coincident with peritoneal dialysis (pd) therapy. During a call with the baxter customer service, the following information was provided. On an unreported date prior to pd therapy, the patient developed diarrhea. In (B)(6) 2011, the patient continued to have diarrhea, and was advised to increase his fiber intake and take metamucil (dose and frequency, and duration unknown). In (B)(6) 2011, the patient was diagnosed with an abdominal aortic aneurysm (triple-a). On an unknown date in 2011, the patient recovered from the diarrhea. On (B)(6) 2012, the patient was hospitalized to have stents placed to treat the triple- a. The patient had bilateral groin wounds from the attempted stent placement. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was diagnosed with infected bilateral groin wounds, and was hospitalized. On (B)(6) 2012, the patient was transferred to a different hospital, and the nurse periodically obtained updates on the patient's status from the patient's spouse, as the hospital did not provide any information. During the hospitalization on (B)(6) 2012, the patient developed poor circulation to the right leg, the right leg became cold and blistered, and several amputations were done to the right leg. On (B)(6) 2012, the infection from the infected bilateral groin wounds spread to the peritoneal membrane, and the patient developed peritonitis. On (B)(6) 2012, the patient was started on unspecified ip vancomycin. On (B)(6) 2012, pd therapy was stopped. On (B)(6) 2012, the patient experienced decreased urine output and possible liver failure. The patient did not recover from all of the events mentioned in this report, except diarrhea. It was not reported if the hospitalization was prolonged as a result of the peritonitis event. On (B)(6) 2012, the patient died. The cause of death was (B)(6). All of the events in this report were not related to dianeal solution. The peritonitis was caused by the spread of infection from the infected bilateral groin wounds. Peritonitis was not related to dianeal solution or to baxter products or disposables. (B)(6) was caused by the infected bilateral groin wounds.

Manufacturer narrative:
(B)(4). This is report 3 of 3. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have led to the issue. A review of all batch record documents was performed for h11i08068 with no issues noted during the manufacturing process. There were no deviations from standard procedure.